Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. Insulin pump had a broken reservoir tube lip, missing reservoir o-ring, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the act and esc buttons do not respond. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 63 mg/dl at time of reporting. Nothing further reported.